Event description:
The customer reported that the device alarms for no apparent reason. No patient involvement.

Manufacturer narrative:
Imdrf annex a & g code are updated. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor ¿ 12 pack. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor for check IV set. Replaced lower pressure sensor for failed occlusion, replaced case rear- fluid ingress/ contam. Replaced liui (bent internal pin). Replaced riui (rib damaged) replaced ail (chipped rt set guide damaged). A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: (B)(4) for lvp pressure sensor, CAPA #: (B)(4) for lvp air in line, CAPA #: (B)(4) for iui conn issues, CAPA #: (B)(4) for bezel fluid ingress.

Event description:
The customer reported that the device alarms for no apparent reason. No patient involvement.